Event description:
On (B)(6) 1999, I had excision of bilateral nodules from scar reconstruction of abdominal wall with mesh. In this operation I had two pieces of davol mesh implanted -davol 1x4 ref #0112640, lot #44b1m036 and davol 2x4 ref #0112650, lot #43l1d150. I have had severe bowel problems, abdominal pain, burning along with numbing to certain parts of my abdominal. Pain when I cough, sneeze, get up from laying or sitting position, wear any clothes that are not loose around the area of the implants of mesh, recurrent uti's which requires me to be on yr round antibiotics, lesions, thyroid problems, and I have suspected possible fistulas in the past. I am fatigued, in pain, and emotionally exhausted with what I know now to be adverse reactions from the mesh.